Event description:
The customer stated a false positive troponin result was generated using the architect i2000sr analyzer. The customer provided the following result: initial 0.06 ng/ml, retest <0.01 ng/ml. The customer uses a cutoff of 0.04 ng/ml. No adverse impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
High test results; (B)(4) no consequences or impact to patient; (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation in complete. An evaluation has begun but is not yet completed.

Event description:
The patient was given clopidogrel, clexane and aspirin. A CT-pulmonary angiogram was performed to exclude pulmonary embolism (alternative cause of raised tni associated with central chest pain). Troponin testing was repeated on this patient twice each result was <0.01 ug/ml. The patient was discharged on (B)(6) 2012. No adverse outcome was reported due to the treatment.

Manufacturer narrative:
Note: based on additional information received on (B)(4) 2012 sections have been updated to reflect an adverse event. (B)(4). Further investigation of the customer issue included a review of the instrument by an abbott field service representative (fse), a review of the complaint text, a search for similar complaints, and a review of labeling. The fse found the buffer bulk solution level sensor quick disconnect tubing was not connected properly. The quick disconnect tubing was reseated correctly and a wash zone aspiration test was performed successfully. Controls were ran and passed, indicating the instrument is performing per specifications. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency, of the architect i2000sr analyzer, list number 03m74, was not identified.